Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including stress testing, defib analyzer testing, defib cycling and final testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution, but the log review suggests it may be battery related. The battery from the event was not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.